Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The date of manufacture was obtained: 07-may-2020. Please refer to field h4. The correct UDI number was obtained: (B)(4). Please refer to d4.

Manufacturer narrative:
The fenestrated bipolar forceps instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. A review of the site's complaint history shows no additional complaints related to this product and/or this event. No image, or video was provided by the site for review. A review of the instrument log for the fenestrated bipolar forceps instrument (470205-17/n142005110) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2020, which was the reported event date of this complaint. The reported issue occurred on the fourth use of the instrument. This complaint is being reported based on the following conclusion: the fenestrated bipolar forceps instrument was reported to have arced. While there was no harm, or injury to the patient, the reported failure mode could potentially cause, or contribute to an adverse event if it were to recur. This instrument has ten usages allotted to it, which are tracked by the da vinci surgical system. The alleged event occurred on the fourth use of the instrument and, therefore, the instrument was not expired at the time. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted pyeloplasty surgical procedure, the fenestrated bipolar forceps instrument arced between the jaws. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the robotics coordinator mentioned that she was in the case, but did not witness the arcing. The surgeon noticed the arcing, and the surgeon was the person that answered the questions for technical support. The robotics coordinator also reported that she was not able to provide any specific details other than what was already documented. The surgeon did have a monopolar curved scissors (mcs) instrument inside the patient when the issue occurred as well, but the mcs was not touching the fenestrated bipolar forceps instrument. As of 7-oct-2020, the robotics coordinator confirmed that there has been no report of patient injury. The procedure was completed robotically. There are no images, or video from the incident to provide to isi for review.